Manufacturer narrative:
On 11/01/2018, mentor received additional information about the event: it was initially reported that the date of event is (B)(6) 2018. New information states that the date of event is (B)(6) 2018. The patient was involved in a motor vehicle accident and experienced trauma to her breasts. The implantation date was initially reported to be (B)(6) 2011. New information states that the implantation date is (B)(6) 2011. The procedure for this event is a breast reconstruction revision procedure. The patient¿s race is native american. Patient developed capsular contracture (baker grade ii-iii) in her right breast. A separate medwatch report will be submitted for adverse event for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/07/2018, mentor received additional information about the event. It was initially reported that the suspect medical device is a mentor smooth round moderate profile 525cc saline breast prosthesis, catalog #3501685, lot #5603016, serial #(B)(4), UDI #(B)(4). New information states that the suspect medical device is a mentor smooth round moderate plus profile 600cc saline breast prosthesis, catalog #3502600, lot #5947876, serial # unknown, UDI #(B)(4). On 12/12/2018, the device history record (DHR) of lot number 5947876 was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 12/13/2018, mentor completed the investigation on the suspect medical device. The device contained no fluid, upon receipt by mentor. White material was observed within the device and on the shell surface. During visual examination, mentor product analysis lab observed the device appears intact. Leak testing was performed in accordance with mentor procedures and no leakage sites were detected. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. With the information provided, mentor product analysis lab concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 575cc saline breast prosthesis, catalog #3501690, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown procedure with a mentor smooth round moderate profile 525cc saline breast prosthesis that deflated after implantation. The deflation was on the left side. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 11/26/2018, the mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 11/26/2018, mentor received additional information about the event. The patient developed capsular contracture (baker grade unknown) in her left breast. Patient code ¿capsular contracture¿ has been added. Patient had explanted devices replaced with mentor smooth round moderate plus profile 700cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).